Event description:
The event occurred in china during surgery. It was reported that the closing assy of the rotaflow drive is broken. No harm to any person has been reported. New information has been provided by the ssu (sales and service unit) dated on 2026-04-28 that the broken closing assy has been secured with medical tape to continue treatment. There were no negative consequences for the patient or any person. Due to the potential risk for harm for the patient a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china during surgery. It was reported that the closing assy of the rotaflow drive is broken. No harm to any person has been reported. New information has been provided by the ssu (sales and service unit) dated on 2026-04-28 that the broken closing assy has been secured with medical tape to continue treatment. There were no negative consequences for the patient or any person. Due to the potential risk for harm for the patient a report is required. The patient data was not shared by customer. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the reported failure could be confirmed. The rf drive closing cover kit (article number 701011680) has been replaced. The device passed all factory-specified performance and safety tests and us cleared for clinical use. The most probable root cause could be determined as a non-original closing assy was installed at the device. Based on these investigation results the reported failure "closing assy broken" could be confirmed. The rotaflow device was manufactured in 2003. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. It is necessary to follow the chapter in the instruction for use heart-lung support system rotaflow system chapter 2.2.3 to ensure patient safety, only use tested and approved devices, parts, accessories and disposables. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on year 2003. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.